Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-25555, 2017865-2021-25561, 2017865-2021-25564. It was reported that the patient presented in clinic for a generator change procedure. Upon interrogation, it was noted that the patient had been in atrial flutter for a year. It was noted that the right atrial lead exhibited low p wave sensing amplitudes and high capture threshold. The atrial lead impedance was normal. It was suspected that the low sensing and high threshold may have been due to scarring from a previous unrelated procedure. The physician decided to replace the atrial lead. When the physician attempted to implant the new lead, it had dislodged multiple times. A second new atrial lead was attempted but that lead also dislodged multiple times. Atrial lead replacement was aborted and the chronic atrial lead was connected to the new device. During the procedure, it was also noted that the set screw on the new implantable cardioverter defibrillator was unable to be tightened to secure the atrial lead. The device was replaced. The procedure was completed successfully and the patient was in stable condition.